Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges severe symptoms including pain and loss of mobility. Doi: (B)(6) 2009; doe: unknown, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a2 dob, a3, b5, b7, d6b, h6 health effect - clinical code . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, h6 health effect - impact code.

Event description:
(B)(4) operative reports ad (B)(6) 2024 (1), (B)(4) operative reports ad (B)(6) 2024 (2), (B)(4) implant explant log ad (B)(6) 2024, (B)(4) supplemental disclosure form ad (B)(6) 2024,(B)(4) plaintiff fact sheet ad (B)(4) 2024 were reviewed by clinician. On (B)(6) 2009, the patient had a right total hip replacement to address degenerative arthritis. Depuy components were implanted during this procedure, including asr acetabular components along with a summit stem. It was noted that there were no complications. On (B)(6) 2019, the patient had a revision right total hip with I&d to address failure of right total metal on metal components. During the procedure, the surgeon observed diffusely metal stained. There was some missing bone along the calcar, but was completely covered elsewhere. The femoral stem was retained. The asr cup/head/sleeve were revised. Depuy non mom components were implanted during this revision. Legal documents note the patient dislocated on (B)(6) 2019, (B)(6) 2019. There were no medical records provided that discussed dislocation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.